Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the family notified edwards lifesciences of the death. Through investigation, it was learned that the death occurred one month and 15 days (1.5 months) after implant of the device. No cause of death has been provided. In follow up calls with the staff at the implant surgeon and the follow up doctor's office, no additional information has been provided. Neither doctor was made aware of the patient's death. It is unknown if the patient's death is related to the device.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: through follow up conversations with the office staff at the implant surgeon and the follow up doctor's office, it was learned that the patient expired at a different hospital and no information was available to them and they were unaware of the patient's death. Date of death, cause of death and discharge summary were requested. No documentation has been received. Cause of death remains unknown. It is unknown if the device was explanted or if an autopsy was done. No certificate of death has been provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.